Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow up reporting detailing the eval results.

Event description:
User facility reported that the clinician was having difficulty engaging the needle into the safety mechanism and sustained a needle stick. The clinician is believed to be receiving treatment in a manner consistent with the hospital's internal protocol for needle-stick injuries. No adverse effects to pt or user reported.